Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited intermittent undersensing. Follow-up was conducted and it was indicated that the physician is aware of the noted undersensing and no programming changes have been made at this time. The lead remains in use. No patient complications have been reported as a result of this event.